Event description:
Device issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of common femoral artery after an unspecified procedure. Reportedly, when the needle plunger was retracted, a needle tip was not captured by a cuff. Hemostasis was achieved using a second proglide device. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.